Manufacturer narrative:
Concomitant medical products: petite lead, implanted: (B)(6) 2005; petite58rb lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. An absorbable envelope was implanted less than one month prior to the infection. The implantable pulse generator (ipg) and right atrial (ra) lead were explanted and replaced. No further patient complications have been reported as a result of this event.